Event description:
Reportedly, the printer door of this programmer does not properly close and printing does not work.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190129 - file-2018-03068 - analysis_and_closure_report_resp-2018-01658.pdf].

Event description:
Reportedly, the printer door of this programmer does not properly close and printing does not work.